Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubbles in it. The blood glucose was unknown at the time of the incident. Customer also reported no delivery alarm. Customer was reporting a past event. Customer reported that, the alarm did not occur during manual prime. Customer reports event was resolved by changing complete set infusion and reservoir. Customer assisted customer in performing a 5.0 unit fixed prime. Customer stated that, the insulin exited. Customer advised to reconnect tubing at quick release and prime a 5 units fixed prime and fill cannula. Results of prime was no delivery alarm occurred. Approximate size of air bubbles is large bubbles. Customer declined to continue troubleshooting for air bubbles in her tubing at this time. The reservoir will not be returned for analysis.